Event description:
It was reported that "pump buton to wake up screen doesn¿t wake up at times." Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.